Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen causing insulin pump to break. Customer reported that insulin pump did a countdown, froze and then experienced a blank screen display. Customer's blood glucose was 136 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to interface board in broken solder joint. We were unable to verify frozen screen due to blank display. The insulin pump was received with minor scratched display window, broken battery tube threads and cracked reservoir tube lip.